Manufacturer narrative:
H.6. Investigation summary: one sample was returned from the customer for investigation. The sample was visually examined using unaided vision. There is a piece of foreign matter in the syringe body in the fluid path. The foreign matter was visually identified as a piece of plastic. The piece of plastic was removed from the barrel and was identified as part of a plunger rod and was measured using a caliper and found to be 0.6825 inches long. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. A plunger rod was damaged during the production process with part of the plunger rod ending up in the barrel as foreign matter before the plunger rod was assembled into the barrel. Bd acknowledges that the returned sample contained foreign matter in the fluid path in the form of a piece of plastic from a plunger rod. As the batch number was not known it cannot be determined if this occurrence would exceed the acceptable quality level (aql) for the batch. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Event description:
It was reported that a large piece of "plastic" was seen floating in the bd luer-lok¿ tip syringe solution during use. The following information was provided by the initial reporter: "after the syringe had been filled a large piece of plastic was seen floating in the solution. This was noted in the pharmacy department and did not reach a patient. Syringe solution was expelled and plastic remains within the syringe."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a large piece of "plastic" was seen floating in the bd luer-lok¿ tip syringe solution during use. The following information was provided by the initial reporter: "after the syringe had been filled a large piece of plastic was seen floating in the solution. This was noted in the pharmacy department and did not reach a patient. Syringe solution was expelled and plastic remains within the syringe."